Event description:
It was reported that a customer had passed away on 02/21/2025 shortly after starting to use a tandem mobi pump. No other information about corrective actions or outcomes was provided. A review of pump data will be performed, and the results will be submitted in a supplemental report.